Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced low blood glucose. Blood glucose reading was below 50 mg/dl and 50 mg/dl. Customer was treated with juice. Troubleshooting was offered for low blood glucose. Insulin pump was not available at that time. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer were not using the auto mode feature at the time of event because transmitter was not communicating with insulin pump.